Manufacturer narrative:
Device manufacturing records were reviewed and analysis of the programming history was performed. Review of the manufacturing records confirmed that the serial number of the can, (B)(4), was the correct serial number.

Event description:
A vns patient had prophylactic generator replacement surgery. The generator was returned and received by the manufacturer. Upon completion of product analysis of the device on (B)(6) 2011, the generator performed according to specifications and passed all functional testing with no anomalies. However, it was revealed that the generator serial number that was showing when interrogated by the model 250 software (using the programming wand) was (B)(4). However the generator serial number on the can was (B)(4), which was confirmed after the generator can was opened and noted that the internal generator ID# of this unit was (B)(4). Additionally, the serial number (B)(4)is not valid as the highest production number is five digits long. A review of the device history record for (B)(4) sn (B)(4) was performed which revealed no anomalies during manufacturing, the device passed all functional/electrical testing and passed all qc inspections prior to release. There were no unresolved ncr¿s and the sn was noted to be verified prior to release. Analysis concluded that the original serial number of the device ((B)(4)) got changed (to (B)(4)) sometime between (B)(6) 2009 and (B)(6) 2011. Review of the increasing total operating time, and the fact that there were no setting changes indicative of a generator reset, it does not appear that this generator would have experienced a generator reset. Using m250 v7.0 and higher, which appears to be the case with the data available on these sn¿, there is no way to re-program the generator sn other than performing a generator reset. Converting the initial serial number ((B)(4)) to binary format, and comparing the later sn ((B)(4)) binary format to the initial sn, it was noted that only one bit was changed. This suggests the possibility of a bit flip at this location. Though it appears that one of the bits in the ram where the sn is located appears to have flipped from a 0 to 1, the exact cause for the change is unknown but appears to be software related.